Event description:
The cd small aseptic battery was sent for eval because during testing prior to a procedure, it was leaking. There was no pt involvement, no adverse event, and no contamination of the surgical site reported.

Manufacturer narrative:
The device was received, and quality eval is in progress. Therefore, a f/u report will be submitted upon its completion.